Event description:
Additional information received for mw5164809 on january 30, 2025 to change the name of the manufacturer.

Event description:
I have developed chronic cholinergic urticaria / aka sweat allergy since my implants were placed in 2013. I am now on 3 allergy medications for the chronic hives. If I stop the medication, I have hot flushing / not hot flashing where I sweat. I will be on allergy medications for life or possibly sooner if I am explanted. Reference report: mw5164808.